Event description:
I was completely healthy prior to breast implants in 2003. I got erv in 2007 and began getting chronic migraines in 2012. Throughout the years and up to date I have the following diagnoses or symptoms: chronic migraines with vertigo, hashimoto's thyroiditis. In 2017, gut issue, candida overgrowth, hair loss, heart palpitations, difficulty breathing, painful/stabbing sensations in both breasts, sun/light/sound sensitivity, swollen lymph nodes, poor wound healing, skin problems, extremely low testosterone and vitamin d, joint pain, loss of work, brain fog. FDA safety report ID# (B)(4).